Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the collar wash vacuum valve was defective which caused a leak from the cc (cartridge chemistry) sample probe. The fse replaced the collar wash vacuum valve to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was fluid which had leaked from the cc (cartridge chemistry) sample probe of the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.